Event description:
On (B)(6), 2012 a vns treating neurologist reported that the vns patient had a lobectomy about 1.5 years ago and the vns was turned off and the medications discontinued. The patient recently had an increase in seizures so therefore 3 days ago the patient had his vns turned back on. After the device was turned on, the patient experienced 14 seizures in 1.5 days. The seizures were more intense and an increase above pre-vns baseline levels. The vns device was turned back off on (B)(6), 2012 and the patient has been doing fine since then. There has been no change in medications and at this time no interventions were planned. The patient's programming history was reviewed and the patient was disabled on (B)(6), 2010 likely for the lobotomy that occurred. The last diagnostics were system diagnostics from (B)(6), 2009 which showed results within normal limits of output=ok/lead impedance=ok/dcdc=2/eri=no. A battery life calculation was performed which revealed 5.82 years until the elective replacement indicator (eri) showed yes. Attempts for additional information were made to the neurologist but no further information has been received to date.

Event description:
Additional information was received on (B)(4) 2012, when the physician stated that he is uncertain what to attribute the patient's increase in seizures to since the device was turned on. No interventions were taken or planned besides disabling the device. The patient's complex partial seizures had increased but not the patient's secondary generalized seizures. The patient's settings were output=0.5ma/frequency=20hz/pulse width=250usec. The physician stated that diagnostics were not performed since the patient's output current was less than 1.00ma.